Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation and the reported stent dislodgement were able to be confirmed. The reported failure to advance the device and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met after crossing a deployed stent resulting in the reported failure to advance. Interaction with the deployed stent as the device was withdrawn resulted in the reported difficulty to remove, the reported stent dislodgement and the reported foreign body in patient. Attempts to retrieve the dislodged stent resulted in the reported material deformation (stretched). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a diagonal artery. The 2.25 x 28 mm xience alpine stent delivery system was advanced; however, failed to cross after crossing a deployed stent. During retraction the stent implant caught on the deployed stent and dislodged from the balloon into the left main. After attempting to snare and retrieve the stent the stent was partly pulled out stretching and unraveling the stent leaving a 'string' of metal from the left main to the a fragment of stent in the ascending aorta. Additional attempts were made to snare and retrieve the stent; however, it disappeared from view on the monitor. The heart, the aorta to pelvis and head were imaged but the stent could not be found; therefore, the procedure was stopped. The patient underwent a second procedure on (B)(6) 2017 during which the stent implant was able to be located and retrieved with a snare device. No additional information was provided.